Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 72249be01. A device history record review does not identify any related potential non-conformances, non-conformances or deviations associated with the complaint lot number and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications, and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 72249be01 was identified.

Event description:
The customer reported false nonreactive architect syphilis tp results for a 45-year-old female patient. The following data was provided: sid (B)(6) initial result = 0.65 s/co, repeat = 0.77 s/co, repeat with another method (snibe) = 3.96 s/co, elisa = positive no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08d06-77 that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false nonreactive architect syphilis tp results for a 45-year-old female patient. The following data was provided: sid (B)(6), initial result = 0.65 s/co, repeat = 0.77 s/co, repeat with another method (snibe) = 3.96 s/co, elisa = positive no impact to patient management was reported.